Manufacturer narrative:
Device eval: electrode belt sn (B)(4) was not returned to the manufacturer. There was no indication of a device failure associated with this event. Eval method -other: biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) yr old female pt had rash under her front therapy electrode. The pt reported that she made her doctor aware that she had a rash and that there was an opened wound on the affected area. The pt stated that the irritated area is "pretty large." F/u indicates that the rash seemed to be getting better. There is no indication that the pt received medical intervention.